Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 276 mg/dl. The troubleshooting was performed. The customer was assisted with clearing the insulin pump. The customer does not use the sensor feature on the insulin pump. The patient stated they are unable to complete the rewind sequence. The patient was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back plan per healthcare provider instruction. The patient was informed that we will send replacement insulin pump.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.